Manufacturer narrative:
H10: visual inspection was inconclusive as to the cause of the incident.

Event description:
Blood and serum loss thru wall of graft during implant. Transfusion of t blood fluids was required to prevent pt shock condition. The graft was left in place and the pt was reported to be doing fine.